Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a broken handle, something was rattling in the pump, and the pump would sometimes give an error. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found the handle to be taped on, a loose component inside the pump, cracked bottom case, a broken tube holder. A 'check clutch/plunger lever' alarm was revealed in the event history log. The root cause was determined to be a combination of customer mishandling, and worn clutch halves, leadscrew, and clutch spring. To address the issue, the handle, leadscrew, clutch halves, and clutch spring were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.